Event description:
It was reported to conmed that, "a fragment of the device was fall down into abdomen. The customer reported that the fragment is remaining in the abdomen." The surgical team attempted to locate ther trocar tip fragment that broke off but were unsuccessful. The device fragment remains in the patient's peritoneal cavity. At present no injury has been reported, and, the incident did not require patient admission or prolonged hospital stay.

Manufacturer narrative:
The actual device involved in the reported incident is being returned to conmed corporation for evaluation; however, the device has not been received to date. When the investigation is completed a supplemental report will be filed.